Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the device would not inflate. The outer silicone in one of the cylinders was completely sheared, which made difficult the removal of the device. All components were removed and replaced. The explanted device exhibited fluid loss. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had broken fabric threads from a sharp instrument in the proximal end, a leak was identified. The second cylinder buckling folds in the middle and distal end of the cylinder and a fold in the proximal end of the cylinder. However, this cylinder passed the leak test. The pump was visually and microscopically examined, leak and functionally tested. Under microscope observation, the spring was found to be misaligned. The pump did not pass activation tests. Based on the information available and analysis results, the identified cylinder broken fiber treads and pump activation issue confirmed the reported clinical observation of inflation issues and cylinder hole.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the device would not inflate. The outer silicone in one of the cylinders was completely sheared, which made difficult the removal of the device. All components were removed and replaced. The explanted device exhibited fluid loss. There were no patient complications.